Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent surgery to " have ventral hernia repair with removal of the old mesh. The attending surgeon stated that "there was mesh that was deformed [...] Within the periumbilical space" and the mesh was excised from the surrounding fascia." However the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent an open incisional hernia repair with the bard/davol composix kugel mesh. As reported, the patient's hernia was repaired with a 11 cm oval kugel patch, product code 0010205. On (B)(6) 2015: the patient presented to the hospital with complaints of abdominal pain and underwent surgery to have ventral hernia repair with removal of the old mesh. As reported, the attending surgeon stated that "there was mesh that was deformed [...] Within the periumbilical space" and the mesh was excised from the surrounding fascia. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent surgery to " have ventral hernia repair with removal of the old mesh. The attending surgeon stated that "there was mesh that was deformed [...] Within the periumbilical space" and the mesh was excised from the surrounding fascia." However the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 7 years 6 months post implant of composix kugel patch, patient was diagnosed with hernia recurrence, adhesions, mesh deformation, fibrosis, abdominal pain thereby underwent repair with mesh removal. Per op notes, "there was mesh that was deformed, likely old kugel patch within the periumbilical space." The instructions-for-use supplied with the device list adhesions as a possible complication. Note the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents composix kugel patch (device #2). An additional supplemental emdr was submitted to represent the kugel patch (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent an open incisional hernia repair with the bard/davol composix kugel mesh. As reported, the patient's hernia was repaired with a 11 cm oval kugel patch, product code 0010205. (B)(6) 2015: the patient presented to the hospital with complaints of abdominal pain and underwent surgery to have ventral hernia repair with removal of the old mesh. As reported, the attending surgeon stated that "there was mesh that was deformed [...] Within the periumbilical space" and the mesh was excised from the surrounding fascia. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of kugel patch (device #1). Per operative notes, ¿hernia sac was dissected from surrounding adipose tissue and mesh. With the peritoneum and hernia sac reduced back into the abdominal cavity, kugel patch (device #1) was placed and sutures were tied anchoring the mesh into place.¿ (note: no product identifier was provided for the previously placed mesh). (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent laparoscopic to open repair with the implant of composix kugel patch (device #2). Per operative notes, ¿extensive adhesions of the lower abdominal omentum to the previous repair and to the hernia defect. The hernia sac was dissected. A composix kugel patch (device #2) was placed beneath the fascia and secured with protack.¿ (note: there is no mention/visualization of kugel patch - device #1 in operative notes) (B)(6) 2015 - patient visited hospital for abdominal pain and CT imaging was performed. (B)(6) 2015 - patient was diagnosed with periumbilical hernia, abdominal pain thereby underwent robotic lysis of adhesions with the removal of old mesh (device #2) and implant of xenmatrix ab surgical graft (device #3). Per operative notes, ¿adhesiolysis was performed. The previous mesh was inspected and there were multiple tacks noted within the anterior abdominal wall. There was mesh that was deformed, likely old kugel patch within the periumbilical space. Based on the amount of fibrous tissue and scarring at mesh site, open procedure was performed. The previous mesh (device #2) and spiral tackers were removed. A xenmatrix ab surgical graft (device #3) was placed and sutured.¿ (B)(6) 2015 to (B)(6) 2016 - patient had abdominal pain and that was controlled. (B)(6) 2017 - patient felt a mass or hernia to the left of the umbilical area thereby underwent CT imaging. (B)(6) 2017 - patient had abdominal wall seroma thereby underwent imaging guided fluid drainage, percutaneous hematoma aspiration from anterior abdominal wall. Attorney alleges that the patient had adhesions, seroma, hernia recurrence, mesh migration, mesh shrinkage, ring break, pain, and emotional injuries. Patient have chronic pain and had eating issues as the hernia mesh implants would frequently cause stomach pain and constipation.